Event description:
It was reported that the clicking noises could be heard from the implanted valve since the device was placed in the patient. Clicking was reported to have been periodic stopping for a while and then starting up aga in and persisting for a period of time. The patient's condition changed after the surgoen decided to explant and replace the device because he thought it was 'spinning' or readjusting on its own.